Event description:
The patient reported that five of her v-go 40's fell off her abdomen, about 14 hours after use and all from the same box over a period of about one week. Patient applies the v-go's on at about 10pm and they all fell off around noon.